Event description:
It was reported through remote transmission that noise was observed on the right ventricular channel of the pulse generator. Inappropriate mode switches had resulted. The patient was seen in clinic and was noted to be asymptomatic. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.